Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no system problem found. Review of the recordings showed the lesion was very close to the pleura. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax during a superdimension enb procedure. The physician stated the system is inaccurate. If additional information is obtained a follow-up report will be submitted.

Event description:
The patient required treatment with a chest tube and was hospitalized.